Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they couldn't recharge their controller battery since a few days ago and saw an unknown "software problem" message. Pt noted they were in severe pain because they couldn't recharge the controller battery, which didn't allow them to recharge the ins for relief. Pt attempted to recharge the ins, but saw the battery empty, cannot continue, recharge the controller message. Pt plugged the controller into the wall outlet but there was no green blinking light on the controller. Pt confirmed the ac adapter had a green light and they tried different wall outlets, but the controller battery wouldn't recharge. Agent helped the patient inspect the ac power supply plug/cord, and controller port, but no visible damage was detected. Patient plugged the controller into the wall outlet without the battery pack and the controller screen wouldn't turn on even when plugged into different wall outlets. The issue was not resolved. An email was sent to the repair department to replace the controller and ac power supply. Pt called back because the 'software problem' came up again - pt reported controller displayed "software problem: 1 - intellis; 2 - 3.6; 3 - 243; 4 - qf_port." Agent walked pt through removing and reinserting li battery to try to clear the screen, which didn't work at first because pt had controller plugged into ac power. After unplugging and reinserting li battery the software problem cleared; however, then displayed "battery low, recharge controller." When pt plugged controller into ac power the green light was not flashing. Agent explained the battery was not able to take a charge and they could use aa batteries in lieu of rechargeable pack to use their controller/settings. Pt needed to charge implant and was in pain. Agent explained they would have to wait for replacement equipment to begin charging the ins.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) ubd: , UDI#: (B)(4) b3: date is approximate (month <(>&<)> year valid). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.